Event description:
This report is filed on the second mitraclip that caught in the chordae. Difficulty removing the device from chordae has potential for injury. It was reported that during the procedure it took 45 minutes to cross the fibrous septum in the patient with degenerative mitral regurgitation (mr) and a very small left atrium. The first mitraclip was deployed at the a2/p2 region reducing the mr from 4 to 3 without incident. A second mitraclip delivery system (cds), lot 1030462509 was used to treat a medial jet. The cds was not curved more than 90 degrees during functional inspection and during the procedure. There were no extreme curves applied during the procedure. The guide was at neutral when the second cds was inserted. There were no excessive rotations/force applied to the device during positioning. There were no substantial clip arm orientation adjustments made to the device. There was difficulty with echo imaging throughout the entire procedure but it was not due to the mitraclip. In the left ventricle, the clip was at the 120 degree grasping angle. The clip was being retracted to the left atrium when the clip became caught in the chords. Trouble shooting maneuvers were performed, such as inverting the clip, torquing posterior, inverting clip then torquing anterior, and gently wiggling the delivery catheter handle to get the clip off the chords. After the clip was successfully removed from the chords, it was decided that it was not safe to continue the procedure. There was no apparent chord damage. The patient remained stable throughout the procedure with the mr remaining at 3.

Manufacturer narrative:
(B)(4). The physician felt that the device contributed to the clip getting caught in the chordae. There was no adverse patient effect and no clinically significant delay in the procedure. The patient was discharged three days later and will be brought back for another clip procedure. There was no additional information provided. Concomitant products: mitraclip system:steerable guide catheter, 1 implanted mitraclip, support plate, lift, stabilizer. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Potential causes for the clip becoming caught on the chordae, resulting in difficulty retracting the cds(clip delivery system) may include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve). With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. It is possible that the reported clip getting caught in chordae, resulting in difficulty removing the cds, appears to be related to procedural conditions and is not a product quality deficiency. The clip getting caught in the chordae may be a result of the patients very small left atrium and the reported difficulties with echo imaging. Based on the information reviewed, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.